Manufacturer narrative:
9/22/1998- supplemental report sent to FDA. Additional data entered in d-9. Device evaluation indicated in h-3 and codes entered in h-6.

Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.